Event description:
It was reported that during use of the bd sharps collector did not have the guides at the opening to prevent the sharps from escaping. The following information was provided by the initial reporter: the 8l chemotherapy sharps container does not have guides at the opening to prevent the sharps from escaping if the container is accidentally knocked over (compared with the regular sharps containers).

Manufacturer narrative:
Due to updated information this event is no longer attributed to a malfunction of a bd device and is therefore not a reportable event. 'The complaint is about the design of the sharps bin for chem. There is no device failure in the product.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd sharps collector did not have the guides at the opening to prevent the sharps from escaping. The following information was provided by the initial reporter: the 8l chemotherapy sharps container does not have guides at the opening to prevent the sharps from escaping if the container is accidentally knocked over (compared with the regular sharps containers).